Event description:
The surgeon trialed with the final implant prior to mixing the cement. Upon removal, the peg (center) was damaged and the surgeon requested a new one. During implantation two other glenoid were used and damaged prior to switching to the keeled glenoid.